Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 451 mg/dl. Customer treated with a bolus on the pump. Caller stated that the alarm occurred previously. Caller stated that the alarm occurred during manual prime. Caller stated that the alarm is not recurring and the issue has been resolved. Caller stated that the alarm was resolved by a complete set change. Caller stated that they do not want to return the set or reservoir for analysis.